Event description:
It was reported that during a lobectomy procedure, the staples of reload have perfect formation on one side and have no formation on the other side after fired. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.